Event description:
On 10/18/94 micro personnel noted that some uninoculated thioglycollate broths (thios) were growing molds. Several pts' cultures grew out molds also. Investigation of thios shows mold growing on labels and shipping cartons. Investigation of positive cultures shows no mold isolated on repeat cultures (when possible) or that the pts' clinical presentation does not implicate a fungal infection. All thios of implicated lots were discarded 10/25/94.